Manufacturer narrative:
One level 1 hotline blood and fluid warmer was returned for analysis. Wear and tear was found to the front cover and enclosure upon visual inspection. The water tank was dirty and cracked along with missing bumper feet. The old style front cover, pcb, power switch, line cord, drain fitting, and pole clamp were damaged. Based on the evidence, the complaint of excessive leakage was confirmed. The root cause was found due to the cracked water tank cover and the cracked drain fitting.

Manufacturer narrative:
Possible event date: (B)(6) 2019.

Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer has "excessive leakage, which caused a lim (line isolation monitor system) to trip". There was no patient involvement with this incident and no adverse effects were reported.